Manufacturer narrative:
A boston scientific technical services consultant documented the clinical observations and instructed the caller to review all diagnostics at the replacement procedure. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited pacing impedance measurements less than 200 ohms on the right ventricular (rv) channel. A review of the device data identified the measurements have historically been less than 200 ohms. An elective device changeout procedure was performed and this device was replaced due to normal battery depletion. The competitive rv lead remains in service. No additional adverse patient effects were reported.